Event description:
A pump declared alarm 30 during pumping. There was no reported adverse impact on the customer¿s blood glucose level. Customer was informed by technical support to return the faulty pump and was issued a replacement pump. They lacked a backup therapy and planned to contact their healthcare provider for guidance.